Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via social media post of having low blood glucose of 39 mg/dl and then it went up to 300 mg/dl. Customer indicated that they treated with a bolus. No further details given.